Event description:
This is the second of two reports (same patient, same surgery, different products contributing to injury). This report is in regards to the a1072 mayfield adult disposable skull pins. Linked to mfg report: 3004608878-2016-00171. On (B)(6) 2016, the a1059 mayfield skull clamp and a1072 mayfield adult disposable skull pins were in use on a (B)(6) male during a procedure when the pins and clamp slipped and caused patient injury. Details of the injury were not provided. It was reported that medical intervention was required for the injury. The wound was cleaned and staples were applied. The incident caused a 30 minute delay in surgery. Additional information was requested.

Manufacturer narrative:
Integra has completed their internal investigation on 09 aug 2016. The product was not returned for evaluation. Product was not sent in for inspection and the lot# was not provided. The lot code of 057 aligns most likely with the lot code of the skull clamp used with these pins during this case. A DHR review can not be performed at this time once the lot # is provided this review will be carried out. No manufacturing or design related trend has been identified. In summary - the device was not released for evaluation therefore the root cause to the end users experience could not be determined.